Event description:
Information was received based on review of a journal article titled, "the metal-backed glenoid component in total shoulder arthroplasty-minimum 5 years follow-up¿ which assessed the survivability of the metal backed glenoid component, measured range of movement and examined mode of failure following total shoulder arthroplasty. The study involved forty-six (46) patients who received fifty-five (55) shoulders. Patients were followed up for a minimum of 5 years. Data was collected prospectively for a mean follow up of 84 months. Range of movement, including forward flexion and rotation, was measured. Data was analyzed by three independent observers. Intention to treat or revision of component was taken as failure. Paired test comparison was carried out for statistical analysis. The journal article reports one (1) revision procedure due to superior head migration and eccentric wear of the polyethylene liner, two (2) revision due to rotator cuff insufficiency with superior head migration and one (1) revision due to loosening of the glenoid component with wear of the polyethylene liner.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by k. Mathur, b. Fourie, n. Clement and a.n. Stirrat; j bone joint surg br 2005 vol. 87-b no. Supp ii 160-161. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "the metal-backed glenoid component in total shoulder arthroplasty-minimum 5 years follow-up¿. It was reported one (1) patient with history of osteoarthritis was found at 8 year follow-up to have superior head migration and eccentric wear of polyethylene liner was noted in an otherwise well fixed glenoid component. There has been no further information provided and the patient outcome is unknown.